Event description:
A hosp reported to our distributor that an elbow connector was not attached to the pressure line of an rt204 adult breathing circuit ("the breathing circuit"). The missing elbow connector was discovered when the breathing circuit bag was opened, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The rt204 breathing circuit was visually examined for the missing elbow connector. Results: the elbow connector was absent from the end of the pressure line. There was no glue residue on the tube where the elbow connector would have been inserted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: due to operator error at the assembly line, the gluing step was omitted, causing the elbow connector to detach from the pressure line. This was not detected further downstream at the packing station. A CAPA was implemented and new standard operating procedures (sops) put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the CAPA is currently being monitored. It is possible that due to the lightness of the elbow connector in this instance, its absence was not picked up by the scale at the packing station. Our monitoring and trending of missing components in breathing circuits has a rate of occurence worldwide in the last year.